Event description:
It was reported that cardiosave intra aortic balloon pump has failed the preventive maintainence. This was identified during preventive maintenance check by getinge fields service engineer. There was no patient involvement and no injury.

Manufacturer narrative:
Due to character limit in the e1 section, (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1- event site email and medical device problem code. Updated fields: b4, g3, g6, h2, h6- type of investigation , investigation findings, investigation conclusion and h11. It was reported that during a preventative maintenance by a getinge field service engineer (fse) , the cardiosave intra-aortic balloon pump (iabp) drive transducer was out of tolerance. There was no patient involved. The fse replaced the pressure transducer and ran test. Completed repair successfully. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Corrected fields: h6- medical device problem code, component code.

Event description:
N/a.